Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer of the device being broken was not confirmed. This complaint was thus not confirmed. On inspecting the device, further deficiencies were found to be impairing device function. Per the service report, there was a short circuit in the motor cable and the motor cable was replaced to address the issue. An electrical short will prevent the device from functioning as expected and is the root cause of the defective device. However, since the reported complaint of the device being broken was not confirmed, the root cause for the reported failure was undetermined. The unit was cleaned. Functional test, electrical safety test and hipot test were all completed according to the test procedures. The unit was fully repaired and is functional. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on may 9th, 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4),

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls is broken.